Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the patient underwent a primary left 5-s1 spinal root decompression. In 2000, the patient presented with return of back and left leg pain. The investigator noted the event as moderate in intensity. Patient administered oral anti-inflammatory medications. Await authorization for epidural steroids. MRI with contrast showed granulation tissue only. The outcome of the event is continuing with treatment. The investigator noted this as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as unknown or possibly scar tissue.